Event description:
It was reported the catheter moved out of the aneurysm during positioning of the coil. The coil was retracted into the microcatheter and prematurely detached during repositioning into the aneurysm resulting in implantation of the coil in the bronchial arterial branch adjacent to the intended target site. The physician determined no additional medical intervention was required and the procedure was discontinued. There was no impact or consequences to the patient.

Event description:
It was reported the catheter moved out of the aneurysm during positioning of the coil. The coil was retracted into the microcatheter and prematurely detached during repositioning into the aneurysm resulting in implantation of the coil in the bronchial arterial branch adjacent to the intended target site. The physician determined no additional medical intervention was required and the procedure was discontinued. There was no impact or consequences to the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, it was determined that the coil was not soaked in saline during preparation, nor was it advanced in a smooth continuous motion.

Manufacturer narrative:
The device history record review confirmed the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device found that the main coil was not attached to the distal end of the pusher wire nor was it returned. Microscopic examination of the pusher wire showed evidence that the coil separated from the pusher wire in close proximity to the detachment zone. The pusher wire was noted to be bent at the distal end. No other anomalies were noted. Based on the information received, a non boston scientific microcatheter was used for the procedure. As the internal diameter of the microcatheter is not known this could not be ruled out as a contributing factor. The directions for use (dfu) state: ''target coils are compatible with boston scientific 2-tip marker microcatheters (min. Internal diameter 0.41mm [0.016in]): excelsior sl-10, 2-tip marker (internal diameter 0.42mm [0.0165in]) microcatheter tracker excel-14, 2-tip marker (internal diameter 0.43mm [0.017in]) microcatheter excelsior 1018, 2-tip marker (internal diameter 0.48mm [0.019in]) microcatheter.'' In addition, it was indicated that the coil was not soaked in saline nor was it advanced in a smooth and continuous motion per the dfu which likely lead to friction and the damages seen on the pusher wire. Therefore, a root cause of user/use error has been assigned to this complaint as the device was not used in accordance with the dfu.